Event description:
It was reported that high, out of range hv lead impedance was observed. Review of session records shows the impedance has been trending upwards over the past two months. Fracture is suspected. Lead revision is planned. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.